Event description:
Patient was at a party and got a red heart alarm on his lvad controller. He called 911, sat down and changed out controller. He did not feel any symptoms of pump being off. Controller was successfully changed out; patient came in to clinic after incident for a new back up controller. Waveforms were downloaded and sent to thoratec. Controller was returned to thoratec.